Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(4), ubd: 23-dec-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) was performed. It was noted that the valve was constrained with moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. The balloon was pulled back when it was not entirely deflated resulting in the valve being pulled out of the aorta. A second transcatheter valve was successfully implanted. The patient became hypotensive and a pericardial effusion was identified. Per the physician, the pericardial effusion was caused by the guidewire (manufacturer unknown) in the left ventricle. The effusion was drained and a catheter was left in place. The same day as the valve implant procedure, the patient died. The cause of death was not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that a pre-implant bav was performed prior to the valve implants. The pre-implant bav was performed using a 22mm non-medtronic, truflo balloon. Due to the complexity of this case, the valve embolization and cardiopulmonary resuscitation (CPR), the procedure was extended 180 minutes. The wire suspected to have caused the left ventricle perforation was a non-medtronic, safari guidewire. Two liters of blood were removed from the catheter following the effusion, and transfused back into the femoral vein. After the effusion was drained, the patient's blood pressure improved, however a low dose of epinephrine was administered. While recovering in the cardiovascular intensive care unit (cvicu), the patient went into pulseless electrical activity. Resuscitation efforts were not successful resulting in patient death. A large pericardial effusion with cardiac tamponade was evident by a bedside echocardiogram. The family declined an autopsy.

Manufacturer narrative:
Updated data: h6 - eval method, eval results and eval conclusion codes. H10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The incomplete frame expansion is unable to be conclusively determine with the limited information made available. As a result of the constrained valve, it was reported that moderate paravalvular leak (pvl) occurred. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and in this event was reported to be due to an underexpanded / constrained valve. Per evolut IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." In this event, it was reported that a post implant had been performed as per the IFU directions, however, as the balloon was pulled back, when it was not entirely deflated, it ended up pulling the valve out of the aorta. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred, as the cause was due to a user error in which the partially deflated balloon pulling the valve out of the aorta. As a result of the valve being pulled out of the aorta, a second valve was then deployed successfully, however, hypotension and pericardial effusion were identified as being due to an unknown manufacturer / potentially non mdt guidewire in the left ventricle. The effusion was drained and a catheter was placed, however, the same day, the patient died. The report of patient death post-implant did not provide a specific cause. Neither autopsy nor explant were reported as being performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. No further action is recommended at this time. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.